Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart mrx will not charge and that the ac power module green led is off. There was no report of pt involvement.